Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2016, that on (B)(6) 2016, there was a continuous glucose monitoring (cgm) inaccuracy compared to blood glucose (bg) meter that occurred. It was reported that more than one bg meters were used throughout the same sensor session, that calibration was not performed after experiencing inaccuracies, and that the patient did not enter the bg meter values into the cgm device promptly. No additional event or patient information is available. The receiver data log was reviewed on 12/21/2016. The complaint of inaccurate cgm values was confirmed. A root cause could not be determined. Labeling indicates: always use the same meter you routinely use to measure your blood glucose. Blood glucose meter and strip accuracy vary between meter brands. Switching within a session might cause sensor glucose readings to be less accurate. Also: if the cgm values are outside the 20/20 range, calibrate again. And: enter the exact bg value displayed on your bg meter within five minutes of a fingerstick. Entering the wrong bg values, or waiting more than five minutes before entry, might affect sensor performance, resulting in you missing a severe low or high event.